Event description:
The customer reported that there were sparks on the power cord. Per additional information received on june 22, 2022, no injuries occurred. There was no damage to the device and no intervention was required to extinguish.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Manufacturer narrative:
The device was not returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product. There is no service history available as the unit has not been returned to the service center for service. If additional information or the device is received, the investigation will be reopened and responded to accordingly. A corrective action is not applicable at this time. This complaint will be used for tracking and trending purposes.